Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. However, the distal tip of the balloon detaching can occur due to procedural factors such as tortuous anatomy; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that an extractor pro rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, when the procedure was completed, 15 mm of the extractor broke off inside of the patient. They did not realize the piece detached until after the procedure was completed. They were unable to retrieve the detached piece. The patient's condition after the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.